Event description:
During follow-up, loss of capture and undersensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed rv lead dislodgement. The event was resolved by explanting and replacing the lead. During the procedure, the helix was unable to be retracted. The patient was in stable condition.

Event description:
During follow-up, loss of capture and undersensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed rv lead dislodgement. The event was resolved by explanting and replacing the lead. During the procedure, the helix was unable to be retracted. The patient was in stable condition.